Event description:
It was reported that the lead threshold was high. It was also reported that the vertical lines on the trend graphs did not match the stored data. Upon follow-up, the hcp further reported there was no capture and no r wave sensing. A ctscan revealed a lead perforation, not a myocardial perforation. The lead was replaced and the hcp indicated there were no patient complications related to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual lead was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found. Reference to vertical lines is on the programmer data and not in the save to disk file.